Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling stimulation and shocking when the battery was not turned on. Impedance check in range, x-rays were taken and leads looked normal. The patient was referred to speak with their health care professional (hcp). No further actions had been taken as of (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.